Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 date with blood glucose was 641 mg/dl. Customer's current blood glucose level was 540 mg/dl. Customer was treated with intravenous insulin. Customer stated that the drive support cap was normal. Customer declined to check air bubble and leak. Customer declined to perform test the insulin pump. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.